Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized with diabetic ketoacidosis. Blood glucose value was over 396 mg/dl; current reading is 170 mg/dl. He experienced vomiting, difficulty breathing, abdominal pain, dizziness, tiredness, disorientation and thirst. Customer stated that he was at 68 mg/dl when getting back from the hospital and it was up in the 300 mg/dl range throughout the day. During troubleshoot; it was stated the drive support cap is recessed. The tubing had air bubbles but no insulin leak was found. Insulin did exit the tubing with manual prime. The high pressure test was not performed as the customer did not have a tubing clamp. Customer also reported that the screen is scratched and the label sticker was missing. Customer would be going to the doctor and discuss replacing the insulin pump.